Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to verify the customer complaint. Log file analysis tool was utilized. Incident reported date is (B)(6) 2024. The suspect device was not in use on that particular day. It was shutdown on (B)(6) 2023, and the next start up was visible on (B)(6) 2024. Our investigation revealed that there was no failure visible on the reported date as the unit was never turned on during that time frame. The logs shows alarm 220 (oxygen sensor depleted) since (B)(6) 2023. Two-point o2 sensor calibration was performed on (B)(6) 2023, but alarm 221 (oxygen sensor required calibration) was triggered shortly after, another sign of depleted o2 sensor. The oxygen cell depleted alarms are due to the oxygen sensor reaching the end of life (eol). In summary, incident reported date is not matching with the details on logs. Oxygen sensor is depleted and needs replacement. Above finds were drawn from the logs downloaded on (B)(6) 2024.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 during mechanical ventilation of a hypercapnic patient, the oxygen delivered to inspired air was too high according to the setting. The delivered oxygen fraction was 15 to 30% higher than the set value, which is dangerous in hypercapnic patients because of the possibility of further deepening of hypercapnia, with deterioration of consciousness and the need for intubation and mechanical ventilation. Furthermore, there was unknown patient harm reported.